Event description:
The pt reported feeling pain in his back and knees and reported it felt like overstimulation. The pt admitted himself to the hospital due to the pain he was feeling. The pt's physician administered and esi (epidural steroid injection) to relieve the pt's pain. The pt no longer has pain and is receiving adequate stimulation in all the correct areas.

Manufacturer narrative:
This is the final report.